Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the device blade became dull and would not cut. Another device was used with the same results. A third like device was used to successfully complete the case.

Manufacturer narrative:
Date sent to the FDA: 08/12/2009. Blade dull/poor cutting . Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00926. The same patient is represented in each medwatch.